Manufacturer narrative:
Product ID neu_stylet_acc, product type stylet accesory. Analysis of the lead (model 3387s-40, lot# va01mbs) found no significant anomaly. The body of the lead was stretched. The outer insulation of the lead was intact. Analysis of the stylet found no significant anomaly. The stylet wire was bent. It cannot be determined when the bends in the stylet occurred.

Event description:
It was reported that the lead appeared bent when opened. The lead was not implanted as it was damaged. No patient injury was reported.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.